Manufacturer narrative:
Device is a combination product (B)(6).

Event description:
It was reported that stent damaged occurred. A percutaneous coronary intervention was being performed. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. This 3.00 x 28 synergy ii des was selected for use. During advancement the catheter was unable to cross the lesion. However, after removal there was damage observed on the proximal edge of the stent. The procedure was completed with a different device. No patient complications were reported.